Event description:
It was reported that the patient had a wound dehiscence and was hospitalized with a fever and pain under the right costal arch at the driveline due to a driveline infection. The high urgency (hu) listing took place on (B)(6) 2020 and a heart transplant took place on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) could not conclusively be determined through this evaluation. It was reported that the patient was hospitalized with a fever and pain under their right costal arch at driveline infection on (B)(6) 2020. The patient underwent heart transplant on (B)(6) 2020. Per additional information on 09mar2021 from the clinical consultant, the patient had no co-morbidities leading to the poor wound healing. The device reportedly operated as expected. The patient left the hospital on (B)(6) 2020 after heart transplant and some complications. No product will be returned. The patient underwent heart transplant on (B)(6) 2020. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 29mar2016. Heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists local infection, driveline or pump pocket infection, and wound dehiscence as adverse events that may be associated with the use of heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Care instructions regarding preventing infection are provided in section 6, ¿patient care and management¿ the heartmate 3 lvas patient handbook is also currently available. Care instructions for preventing infection are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.